Event description:
It was reported that when the surgeon has inserting aq2003v silicone three piece lenses, he found the lenses did not seem to slide as easily through the cartridge, due to poor lubricity. The lenses were implanted with no problems, no pt injury. This facility does not use viscoelastic, they use balanced salt solution.